Event description:
Per the clinic, the patient never experienced auditory perceptions from the internal device. Subsequently, the device was explanted (B)(6) 2015 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). The device is currently unavailable.

Manufacturer narrative:
This report filed may 8, 2015.